Event description:
Two stents were placed in the body but unable to be deployed due to not being able to cross the lesion. Boston sci rep stated they would be replaced for not being able to cross guarantee. Pt code: 4582. Device codes: 4010, 2524. Ref report: mw5186144.